Event description:
Rptr described the following: a paramedic was in the process of a routine shift check of a "thomas pack". Reportedly, as he placed his hand into the pack. He rec'd a needlestick to his right index finger from a 23-gauge needle that had reportedly fallen out of a sharps disposal container. It was reported that the sharps container was lying sideways inside of the pack, and the lid was noted to be off of the container.